Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed 2d imaging modalities. The system stayed in initializing mode when performing 2d. The system was charged all night, the battery was tested during fire in 2d mode 90kv during 30 seconds. The battery lost 8 volts. The system was still functional, but all batteries were replaced anyway for preventative action. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system sometimes stays in initialize mode after 2d. There was no patient present when this issue was identified. A calibration was then performed.